Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the guidewire failed to advance in the left ventricular lead. The lead was not used, and the procedure was abandoned. Left bundle branch pacing therapy was used instead. The patient was in stable condition.